Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) was connected to the ventricular leads and the pacing impedance, shocking impedance, and thresholds were high. No pacing could be performed through the device. The header was visually inspected and the pins could be seen indicating they were correctly inserted. The leads were removed and checked through the analyzer and impedance and thresholds were found to be normal. Another device was used and normal thresholds and impedance were found. No patient complications have been reported as a result of this event.